Event description:
Caller reported an occlusion alarm. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed using insulin.